Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was entwined around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the tip of the lead. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix retraction at the time the lead was explanted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged as confirmed via fluoroscopy. A revision procedure was performed wherein the physician attempted to reposition the ra lead but the helix could not be retracted. The lead was extracted and replaced with an alternate. Upon explant, the sales representative noticed there was tissue trapped in the helix. No additional adverse patient effects were reported.